Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the text on the display was dim or faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim display with a pinkish contrast. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, battery compartment cracks were found at the threads to the left of the grip pad, at the threads above the grip pad, and at the case seal below the grip pad. The battery compartment threads were stripped. The battery cap was stuck on the battery compartment. The bolus button cover was punctured while the button was responsive to presses.